Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via rep. It was reported that it was unknown whether a revision was planned or scheduled. Any explanted product would be returned for analysis. No further complications were reported.

Manufacturer narrative:
The date of additional information was (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial #: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-feb-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 15 mg/ml (previously 20 mg/ml) of morphine at 1.04 mg/day (previously 1.05 mg/day) via an implantable pump for spinal pain. On (B)(6) 2018, it was reported that the patient was experiencing a change in therapy effect. The patient had not been getting efficacy since the pump was replaced on (B)(6) 2018. A volume check had been performed and 19 ml was removed from the pump, within the expected range of 1.7 ml less than 20 ml. The rep confirmed that they would follow-up with the hcp and would likely perform a dye study to check the patient's catheter. No further complications were reported. Additional information was received from the hcp via rep. It was reported that a dye study was performed on (B)(6) 2018. The physician could not aspirate. The catheter appeared to be occluded or kinked. The cause of the lack of efficacy was not determined. The results of the dye study were sent to another hcp, who would be following up with the patient to discuss a potential catheter revision. The lack of efficacy was not resolved. The patient's weight was unknown. No further complications were reported.